Manufacturer narrative:
The customer performed maintenance but the issue was not resolved. The investigation is ongoing.

Event description:
There was an allegation of a questionable alp2 alkaline phosphatase result for one patient from the cobas 8000 cobas c 701 module. The initial result was 31 u/l. The repeat result was 152 u/l and fit the patient's clinical picture. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The tubing of the rinse assembly was replaced. The investigation determined this service action resolved the issue.